Event description:
During an implant procedure, a pericardial effusion occurred requiring surgical intervention. Following transseptal puncture, during device deployment, the patient became hypotensive. Echocardiographic imaging revealed the presence of a pericardial effusion. The patient required evaluation and management by the cardiovascular surgery team, who identified an injury at the left atrioventricular junction. The pericardial effusion was successfully managed, and the patient was subsequently transferred to the intensive care unit (ICU) for close monitoring and further care. The patient remains hemodynamically stable, with no evidence of active bleeding. The patient has since recovered and was discharged. There were no alleged performance issues with any abbott devices. The physician reported challenges during the transseptal puncture due to suboptimal image quality of the transesophageal echocardiogram (tee) and to the patient's anatomical characteristics.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.